Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 6atm within 2 seconds each. However, it was noted that the balloon ruptured at second inflation. The device was removed using normal method without any problem and the procedure was completed with another of the same device. No patient complications and the patient was good after the procedure.